Event description:
It is reported that the devices were implanted in 2005. Approximately 2 months post-op, the pin which connects the humerus stem and ulna stem was falling out. The devices remain implanted and the surgeon is monitoring the patient's progress.

Manufacturer narrative:
Other device used: catalog #32810505301 coonrad/morrey total elbow interchangeable ulnar assembly, lot #60031954. Evaluation summary - no post operative x ray or any other visual means has been provided to confirm whether locking occurred in the first place. The exact cause analysis cannot be determined with certainty. Evaluation - no products were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.